Manufacturer narrative:
Concomitant medical products: product ID: a2dr01, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product ID: 5076-52, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement. The lead was revised and later capped and replaced. No patient complications have been reported as a result of this event.